Manufacturer narrative:
It was reported that the patient's procedure was abandoned due to the patient experiencing bleeding issues and the lead had the top contact sheared off when the physician was pulling the lead back out of the needle to readjust. No further intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's procedure was abandoned due to the patient experiencing bleeding issues.